Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during impella support, the patient developed bleeding at the access site. As a result, the patient was administered red blood products, amount was not provided. The bleeding did not subside, and withdrawal was prioritized over further transfusions to maintain impella. No further information was provided.